Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the lcd board. Unable to perform the displacement, rewind, basic occlusion, prime, excessive no delivery and occlusion tests due to blank display. The insulin pump had cracked battery tube thread and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the display went blank during bolus delivery. Customer's blood glucose 213 mg/dl. . Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.